Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead was repositioned due to an unspecified anomaly. Lead was then explanted. No further information.